Event description:
During surgery to remove a breast mass, the pt was burned on the right areola. The burn was treated with an antibiotic ointment. The burn was circular with a diameter of approximately 2mm. The hospital found two voids in the forceps insulation, on the same leg, 1 3/4 inches from the tips.